Event description:
Complainant alleged that the medics attempted monitoring a pt (age and gender unknown) using the device ECG cable and electrodes, but they rec'd a "leads off" error message in all leads. The medics also attempted to monitor the pt using a multi-function cable and electrodes, but they again rec'd the same error message in all leads. The medis then attempted to monitor the pt using the device paddles, but they continued to receive a "leads off" error message. Each time the error message appeared on the device screen, the medics checked all connections, but all were securely attached. The medics were able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.